Event description:
During an atrial fibrillation procedure, there was an air leak with the sheath and air went in the patient. When inserting the non-abbott pfa (farawave catheter) in the sheath, not enough blood was drawn back and air was sucked in instead. On ice it was noted that there was air in the patients heart appendage. Some of the air was able to be recaptured through the sheath. The sheath was replaced the procedure was completed without further issues. The patient was closely monitored for any st elevations and a neurologic test that was done after the case showed no adverse effect on the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.